Event description:
Rongeur broke during procedure. Portion left in spinal cord, unable to retrieve. X-rays taken. Pt discharged 02/15/98; no symptoms. This event is occurring below the frequency and severity that are usual for this device.